Manufacturer narrative:
H6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for a molding defect with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use the holder was discovered to have molding defect with a bd vacutainer® standard yellow holder. The following information was provided by the initial reporter: customer found abnormal shape holder.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use the holder was discovered to have molding defect with a bd vacutainer® standard yellow holder. The following information was provided by the initial reporter: customer found abnormal shape holder.